Event description:
The customer reported that a high concentration bag of levophed (16mg/250ml) was being infused on a patient in the ICU. Prior to surgery, the levophed was discontinued and the bag and tubing were removed. During surgery, the levophed infusion was resumed and titrated, but with a standard concentration bag (4mg/250ml). This standard concentration infusion continued post-op when the patient was transferred to the ICU. When the bag was complete, the ICU nurse hung a high concentration bag of levophed but continued the infusion with the parameters programmed for the standard concentration therapy, resulting in an overinfusion. Although it was discovered later that the patient was receiving four times the intended dose, the patient did not develop hypertension. Instead, hypotension was noted and the patient coded approximately 12 hours later. The resuscitation was successful and the patient returned to baseline status. The customer is not sure whether the levophed dose error was a factor in the patient¿s deterioration.

Manufacturer narrative:
The customer¿s report of an over-infusion of levophed was not confirmed. Log analysis indicates that levophed(norepi) 4mg/250ml was programmed using guardrails at 7:50 am on (B)(6) 2015 the concentration was never changed during any subsequent programming . It is not possible to ascertain from the log analysis if and when a bag with a higher concentration was used. Because the customer reported that the bag concentration was changed and the log indicates that the programmed concentration was not changed accordingly, the root cause of the event is attributed to user programming. No device malfunction was alleged or is believed to have occurred. No devices and/or IV tubing were returned for investigation.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.